Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited missing atrial electrogram (egm). No intervention was performed. The patient was in stable condition.